Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01116. Follow up revealed that the patient now has effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01116. It was reported that the patient's l4 lead had migrated. As a result, the patient underwent surgical intervention to have two additional leads implanted at s1. Patient has 2 leads located at l4 so both are being reported.